Event description:
After a mission including CPR and delivery of the patient to the hospital, while hanging the device into its wall holder, a flash of fire was noticed. The fire was extinguished, there was extensive damage to the ambulance. When known, further details will be forwarded when available.

Manufacturer narrative:
The device is currently retained by authorities in (B)(6). Return of the device to the manufacturer has been requested. The results of further investigations will be part of a follow up report.